Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure the small grasping retractor instrument broke. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the fragment(s) were retrieved robotically. All fragments were retrieved and the customer confirmed via radiograph. An x-ray was performed to check for remaining fragments. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have one of the pitch cables broken at the proximal end in the housing. The pitch cable was broken at the backend pulleys. The clamping pulley did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.